Event description:
During verification testing at the service center, the pump did not alarm when air was in the tubing distal to the pump.

Manufacturer narrative:
Testing and investigation found the device did not alarm when distal air was present. This was due to the air sensor was out of specification. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel.